Event description:
Event description guidant received information that this device has indicated the lead safety switch feature has activated for the atrial channel. The caller want to discuss why the feature would activate. This indicates the lead has either a very low impedance or a very high impedance.